Manufacturer narrative:
The referenced chronic infection was reported under medwatch MFR report #2916596-2016-01413. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 2 months. (B)(4). The pump was not returned for evaluation. A correlation between the device and the reported hemorrhagic stroke leading up to the patient's outcome could not be determined. Bleeding, stroke, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted to the hospital on (B)(6) 2015 with seizures and a CT scan revealed a small left frontal subarachnoid hemorrhage (sah) and possible punctate focus of sah in the right frontal lobe. The patient was started on keppra. The patient continued to have seizures approximately once per day lasting for less than 1 minute with minimal to no post-ictal state. Repeat CT scans were completed to assess stability of sah bleed. On (B)(6) 2015 the patient was noted to have additional seizure activity immediately followed by subsequent seizure activity requiring lorazepam. A head CT scan revealed a large left parieto-occipital intraparenchymal hemorrhage. Repeat scans were indicative of expansion of the hemorrhage. The patient became unresponsive except to pain following the initial seizure activity on (B)(6) 2015. Neurosurgery was consulted and it was reported that no treatment options were available given the patient¿s noncompliance. The patient continued to have seizures and became obtunded. A CT on (B)(6) 2015 showed a worsening bleed, and the patient¿s inr was subsequently corrected with fresh frozen plasma. The patient¿s mental status reportedly continued to wax and wane over the next several days. It was reported that the patient had a poor prognosis and that surgical intervention would be futile. Care was withdrawn and the patient expired on (B)(6) 2015. It was reported by the vad coordinator that the lvad was working as intended. Per the vad coordinator, the stroke was thought to be related to a chronic infection related to noncompliance. No further information was provided.